Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during an abdominal sacrocolpopexy, posterior repair and cystoscopy procedure performed on (B)(6) 2015. The patient had recurrent pelvic organ prolapse, previous vaginal hysterectomy, anterior and posterior vaginal repair, sacrospinous fixation (ssf), symptomatic bulge (rubbing), and voiding dysfunction. As reported by the patient's attorney, the patient had experienced an unspecified injury. Postoperative findings showed a small corpus luteal cyst measuring 1 cm in the right ovary. Additionally, cystoscopy findings revealed bilateral ureteric jets, no suture perforations, and no intravesical pathology.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2015, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implanting surgeon is: (B)(6). (B)(4).